Event description:
It was reported that the right ventricular (rv) lead had high impedance. The lead was replaced, capped and left in the patient out-of-service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.